Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's event was confirmed. 1-10 cfu's (colony forming units) were found for each sample. The customer answered the following questions: - was the start of precleaning delayed after the procedure? No - was water aspirated through the instrument/ suction channel? First step enzymatic solution was aspirated during bedside precleaning - was the auxiliary water channel flushed with water by using the flushing pump or manual? Auxiliary water channel flushed with first step enzymatic soln - was the air/water channel flushed with water and air by using mh-948: flushed using the air/water channel cleaning adapter in medivator's defendo piece kit - were all the reprocessing accessories without an abnormality? No abnormalities - was the manual cleaning performed within an hour after the procedure? If no, was the presoaking done? Manual cleaning performed within an hour after procedure - please specify the detergent solution. Ruhoff endozime aw plus - check the brushed point: instrument channel, suction channel, air/water valve/suction valve, biopsy valve. No debris noted with visual inspection after manual cleaning - please specify the cleaning brush. 2 brushes in use: olympus bw-412t or boston scientific hedgehog dual-end channel/valve brush - was detergent solution aspirated through the instrument/ suction channel? Yes - was the air/water channel flushed with detergent solution by using mh-944 or other equipment? Yes, by scope buddy flush automated flushing pump - was the auxiliary water channel flushed with detergent solution? Yes - were the endoscope and accessories immersed in detergent solution? Endoscope, yes (there were no accessories) - was the device appropriately rinsed before manual disinfection? Yes - were all channels flushed with and immersed in the disinfectant? Yes - check the water quality in the final rinse. Final water rinse performed by aer (automated endoscope reprocessors) - please specify the aer. Medivators advantage plus - please specify the detergent solution. No detergent used in the aer, the disinfectant used in aer was rapicide pa - were all scope channels connected with tubes when the scope was setting up into the aer/ ewd (endoscope washer disinfector)? Yes & the aer alerts/stops cycle for any disconnects - was the disinfectant solution before the expiration date? Yes - and did the disinfectant solution meet the minimum effective concentration (mec)? Yes - was the water filter replaced within the specified period? Yes a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial growth. The scope was sampled three times. During the first sampling, the scope tested positive for unknown colony forming units (cfus) of stenotrophomonas maltophilia. During the second sampling, the scope tested positive for unknown cfus of enterococcus avium. During the third sampling, the scope tested positive for unknown cfus of gram-positive bacilli nesterenkonia species. The issue was found at routine annual culturing of the device during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The device was returned to olympus for evaluation. During the evaluation, it was uncovered that the insertion tube had a buckle and a dent. It was also observed that the light guide tube had scratches. It was observed that the glue of the bending section cover was cracked. Lastly, upon a leak check, the forceps passage was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.